Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a rx- verify issues. A technical support specialist confirmed that the customer called, and the medication was approved. After verifying the re-request, the customer experienced a delay, but a few hours later, the issue was resolved and the medication was issued. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a rx verify issue. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was more of a delay on the mql than a malfunction. There were no adverse events or injuries reported based on this event.